Event description:
It was reported that the system would intermittently lock up and was unable to fluoro. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The imaging pcbs and connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.